Event description:
The customer reported to olympus that the picture turned purple. The issue was found during reprocessing for an operation. There were no reports of patient harm.

Manufacturer narrative:
To date, the device has not been returned to olympus for evaluation, though it is anticipated. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if additional information is provided by the user facility.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. During device testing, the video cable was found to be defective; this caused image problems. In addition to the defective video cable, examination showed the following damaged areas: broken components on the connector plug, dents on the outer tube and damage at the fiber bonding at the outer tube. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 11 years since the subject device was manufactured. The damage found on the device was determined consistent with excessive force being applied (through drop damage or impact) and/or other inappropriate user handling causing component failure. Olympus will continue to monitor field performance for this device.